Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was initially alleged that the patient experienced a desaturation event where spo2 went down to 67%, and neither the bedside monitor nor the infinity central station (ics) trigger a red high-priority event, and that this desaturation value had appeared for longer than 10 seconds. A nurse at the central station stated the ics did give yellow visual alarms for low saturation. The spo2 alarm settings were set as spo2 100% - 90%, 80-90 as low spo2, and desaturation was set at below 80%. On further evaluation, the biomed identified that the desaturation alarm was turned off at the bedside at the time of this event, and therefore the device would not provide an alarm for a desaturation event. Additionally, the alarms at the ics were confirmed to have been working as intended. The customer confirmed there was no malfunction and there was no report of patient injury due to this event.

Manufacturer narrative:
The device was evaluated onsite by the customer biomed. The biomed checked the alarm parameters, and seen that the bedside desaturation was off, and confirmed that there was no other malfunction. The customer was informed by a drager clinical engineer, that the spo2/desaturation alarming relationship would be changed in the next software release when it becomes available. The device remains in use at the customer site.

Event description:
It was initially alleged that the patient experienced a desaturation event where spo2 went down to 67%, and neither the bedside monitor nor the infinity central station (ics) trigger a red high-priority event, and that this desaturation value had appeared for longer than 10 seconds. A nurse at the central station stated the ics did give yellow visual alarms for low saturation. The spo2 alarm settings were set as spo2 100% - 90%, 80-90 as low spo2, and desaturation was set at below 80%. On further evaluation, the biomed identified that the desaturation alarm was turned off at the bedside at the time of this event, and therefore the device would not provide an alarm for a desaturation event. Additionally, the alarms at the ics were confirmed to have been working as intended. The customer confirmed there was no malfunction and there was no report of patient injury due to this event.